Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they received a no delivery alarm during bolus. The customer's blood glucose was 475 mg/dl at the time of incident. Customer reported feeling nausea and treated with insulin pump. The customer's blood glucose was 371 mg/dl at the time of call. Customer declined troubleshooting for high readings. Troubleshooting was completed but did not resolve issue. The insulin pump will not be returned for analysis.